Event description:
It was reported that about two weeks ago the pump ¿basically ran out of medicine¿; the patient was supposed to have 5 days left per the ptm (personal therapy manager) and "no bells or anything went off". When the patient went in for the refill, there was ¿literally three drops and about enough to cover the plunger and that was it and usually she pulls it out and there¿s several cc in there¿. There wasn¿t enough to get the patient through one more day. The patient had the pump refilled about every three months. This was the first time this had happened. The patient was concerned and stated "I don't trust it¿. The patient felt that maybe it had been programmed wrong the last time. It was noted that the patient always got kind of sick/had an ¿uptick¿ in pain about a week before his refills; but before this refill he was ¿exceptionally sick¿. The patient had increased pain, nausea, and diarrhea. The pump was delivering morphine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8832, serial# (B)(4), product type programmer, patient; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).